Manufacturer narrative:
A "replace generator soon" message was reported to abbott. The ipg was replaced to maintain effective therapy. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient controller was displaying ¿replace generator soon¿ message. The implantable pulse generator was explanted and a new ipg was implanted. No further information is available at this time.